Event description:
It was reported that the patient's hip was revised due to metallosis between the head and trunnion, and loosening of the shell. A 36 -5 lfit v40 head, and 36d x3 liner, and 50mm tritanium shell were revised to a biolox head with adapter sleeve, 10° liner, 56mm shell and four screws. The stem was not revised.

Manufacturer narrative:
Reported event: an event regarding fretting involving a metal head was reported. The event was not confirmed. Method & results: -product evaluation and results: a visual, functional and dimensional inspection could not be performed as the product was not returned. -clinician review: no medical records or x-rays were made available for evaluation. -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review: there has been no other event for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, pre- and post-op x-rays, patient history, histopathology report & follow-up notes are needed to investigate this event further. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If additional information and/or device becomes available, this investigation will be reopened. H3 other text : device not returned.

Manufacturer narrative:
An event regarding metallosis involving an unknown metal head was reported. The event was not confirmed. Method & results: product evaluation and results: a visual, functional and dimensional inspection could not be performed as the product was not returned. Clinician review: no medical records or x-rays were made available for evaluation. Product history review: not performed as the device was not properly identified. Complaint history review: not performed as the device was not properly identified. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, pre- and post-op x-rays, patient history, histopathology report & follow-up notes are needed to investigate this event further. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
It was reported that the patient's hip was revised due to metallosis between the head and trunnion, and loosening of the shell. A 36 -5 lfit v40 head, and 36d x3 liner, and 50mm tritanium shell were revised to a biolox head with adapter sleeve, 10° liner, 56mm shell and four screws. The stem was not revised.